Event description:
Revision surgery - the patient had the original surgery in (B)(6) and went to jail for 6 month were he had no therapy and needed to be revised. With manipulation the baseplate became loose.